Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had both high and low blood glucose. The customer's blood glucose was in range of 400-500 mg/dl and this morning it was 42 mg/dl. They treated their high blood glucose with manual injection. They treated the low blood glucose with food. Their current blood glucose was 335 mg/dl. The customer reported that the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.